Event description:
It was reported that a revision procedure was performed on (B)(6) 2014 due to the trochanteric fixation nail helical blade cutting through the head of the femur. The original implant procedure was performed on an unknown date. At some point after original surgery date, it cut through the head. The surgeon removed the hardware and complete construct and revised to a hemi or total hip. The procedure was successfully completed with no patient injury reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Part number: 456.315s lot number: 7504296 raw material number: 7462984. Manufacture date: 10-16-13, expiration date: 9-1-22. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.